Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited loss of capture. The ralp was explanted and replaced. There were no patient consequences.